Event description:
Catheter migration was reported. A fluoroscopy was done on (B)(6) 2011 and it was indicated that the catheter was not ending in the right place. The catheter was replaced on the same date. It was further added that during "the pump revision it was discovered that there was no good flow of the fluid through patient's catheter, thereby indicating that the catheter is not ending in the right place." Patient outcome was noted as resolved without sequel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model 8709, serial# (B)(4), implanted: (b)(60 2004, explanted: (B)(6) 2011.